Manufacturer narrative:
The product evaluation was completed on the thermage treatment tip, which had been used for 880 treatments. The tip passed flow, thermistor testing, but failed visual and leak test. No functional test was performed due to the observation of dielectric breakdown. During evaluation of the treatment tip, service confirmed damage on the tip membrane along the radio frequency trace. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first degree patient burns associated with rf trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the rf trace. Based on the available information, burns were most likely caused by damage on the tip membrane along the rf trace. Customer reported event would not result in any permanent damage or scarring. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is closed.

Manufacturer narrative:
The product has not been returned for investigation. Further investigation results to follow.

Event description:
The user facility in the (B)(6) reported a patient sustained a burn on the left chin and cheek area during a thermage treatment. The event occurred at 21 and 22 reps with the highest energy level at 3.5. The tip was inspected prior and during the treatment with no anomalies noted. The patient was prescribed dermovate and bactifree ointment. The patient currently has a linear wound approximately 0.5cm with no permanent damage or scarring expected.